Manufacturer narrative:
The technician investigated and found the bed functions as designed, user error. Per the hill-rom user manual: zeroing the scale: the bed must be zeroed before the patient is put on the bed. Be sure to put all linens, pillows, and equipment on the bed before zeroing. To activate: press the enable control; press and hold the zero control until 00.0 is shown (hold will be displayed until 00.0 is displayed), and then release the control. Note: after releasing the zero control, the scale display will show "calc." Do not touch the bed until the display stops flashing "calc" and shows "0.0." The maximum displayed weight of 500 lb (227 kg) will be reduced if more than 20 lb (9 kg) of equipment is zeroed on the bed. If 50 lb (22.7 kg) is on the bed when zeroed, the maximum displayed weight will be 450 lb (204.1 kg). The scale display will blink the bed weight when the maximum weight is exceeded. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. An investigation was performed and this issue was addressed under an engineering change order. The technician found the bed functions as designed, no repair needed. Based on this information, no further action is required.

Event description:
The technician reported the account stated the bed exit alarm does not function. The bed is located in the basement at the facility. (B)(4).